Event description:
This spontaneous case was reported by an other and describes the occurrence of medical device removal ("removal procedure of essure") and death ("the patient died") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Death occurred on an unknown date. The patient was treated with surgery. Essure was removed. By the time of death, the medical device removal outcome was unknown. The reporter considered death and medical device removal to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-may-2018 for the following meddra preferred term: medical device removal the analysis in the global safety database revealed 759 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the other is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of fatal procedural intestinal perforation ("severe intestinal perforation (during laparoscopy)"), pain ("unspecified pains"), device breakage ("mettalic remains") and malaise ("malaises") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced procedural intestinal perforation (seriousness criterion death), pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), complication of device removal ("metallic essure remains (from first surgery)") and malaise (seriousness criterion medically significant). The patient was treated with surgery (procedure to remove essure (first time)), surgery (laparoscopy/bilateral total salpingectomy to remove metallic essure remains (second time)) and surgery (underwent to a bilateral total salpingectomy to remove metallic essure remains (second time)). Essure was removed. By the time of death, the pain, device breakage, complication of device removal and malaise outcome was unknown. The patient died on (B)(6) and the reported cause of death was procedural intestinal perforation. The reporter provided no causality assessment for complication of device removal, device breakage, malaise and pain with essure. The reporter considered procedural intestinal perforation to be related to essure. The reporter commented: lt was reported that the patient had performed previously a procedure to remove the essure because according with the patient, essure caused her unspecified pains; however, no symptomatology related with the product could be found. By patients exigency, the product was removed. For 1 or 2 years, the patient continued with malaises and a second laparoscopy with bilateral salpingectomy was performed to remove metallic essure remains. During this surgery, a severe intestinal perforation occurred and patient died. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pain: the analysis in the global safety database revealed 425 cases. Device breakage: the analysis in the global safety database revealed 2482 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on 18-may-2018: new reporter added. It was confirmed that the event occurred in (B)(6). Events updated (unspecified pain, device breakage, malaises and intestinal perforation which was considered the cause of death added). On 18-may-2018: no new information. Incident: this female patient who had a fallopian tube occlusion insert (essure) underwent a first surgery for device removal due to pain and malaise. One or two years later, she underwent a laparoscopy for removal of remaining parts of the insert (seen as device breakage). The patient died due to a severe intestinal perforation that occurred during the laparoscopic surgery. Device breakage and pain are anticipated, while malaise and the fatal procedural intestinal perforation are unanticipated in the reference safety information for the fallopian tube occlusion insert. Pain of varying intensity and duration may occur and persist after essure insertion, although there is no information about the patients historical and concomitant conditions, causality cannot be excluded. Considering the local effect in the fallopian tubes of essure, malaise was considered unrelated to the device. In this case, the exact date and mechanism of the device breakage are unknown, but it may have occurred in the first surgery for removal. Considering the nature of the event, causality cannot be excluded. The intestinal perforation was a complication of the laparoscopic procedure and therefore not caused by the essure device (unrelated). This case was regarded as incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of fatal procedural intestinal perforation ('severe intestinal perforation (during laparoscopy) / colon perforated'), fatal multiple organ dysfunction syndrome ('multi-organ dysfunction / refractory multiorgan failure'), sepsis ('infection in the blood'), pharyngitis bacterial ('bacteria infection through the mucus of the throat'), peritonitis ('peritonitis'), lung disorder ('lungs, heart and kidneys very fragile'), cardiac disorder ('lungs, heart and kidneys very fragile'), nephropathy ('lungs, heart and kidneys very fragile'), pelvic pain ('unspecified pains/ pain'), device breakage ('metallic remains'), ovarian adhesion ('ovary very adhered to a wall') and malaise ('malaises') in a 48-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included obesity. In 2010, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("severe stomachache"). On an unknown date, the patient experienced procedural intestinal perforation (seriousness criteria death and hospitalization), multiple organ dysfunction syndrome (seriousness criteria death and hospitalization), sepsis (seriousness criteria hospitalization and medically significant), pharyngitis bacterial (seriousness criteria hospitalization and medically significant), peritonitis (seriousness criteria hospitalization and medically significant), lung disorder (seriousness criteria hospitalization and medically significant), cardiac disorder (seriousness criteria hospitalization and medically significant), nephropathy (seriousness criteria hospitalization and medically significant), device breakage (seriousness criteria medically significant and intervention required), ovarian adhesion (seriousness criterion medically significant), malaise (seriousness criterion medically significant), complication of device removal ("metallic essure remains (from first surgery)"), headache ("tremendous headaches"), fluid retention ("fluid retention"), menstrual disorder ("unstable menstrual cycle"), renal pain ("severe kidney pain"), back pain ("severe back pain") and aphasia ("she could not speak"). The patient was treated with surgery (unspecified intervention required, hysterectomy, laparoscopy/bilateral total salpingectomy to remove metallic essure remains (second time) and underwent to a bilateral total salpingectomy to remove metallic essure remains (second time)). Essure was removed in (B)(6) 2018. By the time of death, the sepsis, pharyngitis bacterial, peritonitis, lung disorder, cardiac disorder, nephropathy, pelvic pain, device breakage, complication of device removal, abdominal pain upper, headache, fluid retention, menstrual disorder, renal pain, back pain and aphasia outcome was unknown and the malaise had not resolved. The patient died on (B)(6) 2018 and the reported cause of death was procedural intestinal perforation and multiple organ dysfunction syndrome. The reporter provided no causality assessment for complication of device removal, device breakage, malaise and pelvic pain with essure. The reporter considered abdominal pain upper, aphasia, back pain, cardiac disorder, fluid retention, headache, lung disorder, menstrual disorder, multiple organ dysfunction syndrome, nephropathy, ovarian adhesion, peritonitis, pharyngitis bacterial, procedural intestinal perforation, renal pain and sepsis to be related to essure. The reporter commented: the patient had performed previously a procedure to remove the essure because it caused unspecified pain. By patients request, the product was removed. For 1 or 2 years, the patient continued with malaises and a laparoscopy with bilateral salpingectomy was performed to remove metallic essure remains. During this surgery, a severe intestinal perforation occurred and patient died. The patient´s husband reported that, in 2016, the patient started to present abdominal problems and severe pain; therefore, when the patient advised about another woman affected, she decided to remove the product; the product removal was performed in (B)(6) 2018 through a hysterectomy. The patient was hospitalized from (B)(6) 2018, when she passed away after a multiple-organ dysfunction that evolved into established and refractory multiple-organ failure. 01-dec-2018: additional information included that the patient was sedated and in induced coma. The reporter commented that the patient´s death is related directly with the removal device attempt, because if the product would not have caused problems or not had been inserted, the patient´s death would not have occurred. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. A 48-year-old female patient who had a fallopian tube occlusion insert (essure) underwent a first surgery for device removal due to pain and other events. One or 2 years later, she underwent a second intervention for the removal of insert remnants (interpreted as device breakage), whereupon a severe intestinal perforation occurred, followed by infection in the blood, bacteria infection through the mucus of the throat, peritonitis, lungs, heart and kidneys very fragile, and ovary very adhered to a wall. The causes of death were "severe intestinal perforation / colon perforated¿ occurring during surgery, complicated by "multi-organ dysfunction / refractory multiorgan failure". Pelvic or lower abdominal pain of varying intensity and duration may occur after essure insertion, hence a causality for pain cannot be excluded (related). Regarding device breakage, the exact date and mechanisms of this event are unknown, hence it cannot be established if the breakage was spontaneous or if it occurred during the first attempt of device removal. In spite of the limited information, an inherent causality of the device for this event cannot be excluded (related). The intestinal perforation and the subsequent events were considered complications of the laparoscopic procedure and therefore not caused by the essure device (unrelated). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of fatal procedural intestinal perforation ('severe intestinal perforation (during laparoscopy) / colon perforated'), fatal multiple organ dysfunction syndrome ('multi-organ dysfunction / refractory multiorgan failure'), sepsis ('infection in the blood'), pharyngitis bacterial ('bacteria infection thorugh the mucus of the throat'), peritonitis ('peritonitis'), lung disorder ('lungs, heart and kidneys very fragile'), cardiac disorder ('lungs, heart and kidneys very fragile'), nephropathy ('lungs, heart and kidneys very fragile'), pelvic pain ('unspecified pains/ pain'), device breakage ('metallic remains'), ovarian adhesion ('ovary very adhered to a wall') and malaise ('malaises') in a 48-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included obesity. In 2010, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("severe stomachache"). On an unknown date, the patient experienced procedural intestinal perforation (seriousness criteria death and hospitalization), multiple organ dysfunction syndrome (seriousness criteria death and hospitalization), sepsis (seriousness criteria hospitalization and medically significant), pharyngitis bacterial (seriousness criteria hospitalization and medically significant), peritonitis (seriousness criteria hospitalization and medically significant), lung disorder (seriousness criteria hospitalization and medically significant), cardiac disorder (seriousness criteria hospitalization and medically significant), nephropathy (seriousness criteria hospitalization and medically significant), device breakage (seriousness criteria medically significant and intervention required), ovarian adhesion (seriousness criterion medically significant), malaise (seriousness criterion medically significant), complication of device removal ("metallic essure remains (from first surgery)"), headache ("tremendous headaches"), fluid retention ("fluid retention"), menstrual disorder ("unstable menstrual cycle"), renal pain ("severe kidney pain"), back pain ("severe back pain") and aphasia ("she could not speak"). The patient was treated with surgery (unspecified intervention required, hysterectomy, laparoscopy/bilateral total salpingectomy to remove metallic essure remains (second time) and underwent to a bilateral total salpingectomy to remove metallic essure remains (second time)). Essure was removed in (B)(6) 2018. By the time of death, the sepsis, pharyngitis bacterial, peritonitis, lung disorder, cardiac disorder, nephropathy, pelvic pain, device breakage, complication of device removal, abdominal pain upper, headache, fluid retention, menstrual disorder, renal pain, back pain and aphasia outcome was unknown and the malaise had not resolved. The patient died on (B)(6) 2018 and the reported cause of death was procedural intestinal perforation and multiple organ dysfunction syndrome. The reporter provided no causality assessment for complication of device removal, device breakage, malaise and pelvic pain with essure. The reporter considered abdominal pain upper, aphasia, back pain, cardiac disorder, fluid retention, headache, lung disorder, menstrual disorder, multiple organ dysfunction syndrome, nephropathy, ovarian adhesion, peritonitis, pharyngitis bacterial, procedural intestinal perforation, renal pain and sepsis to be related to essure. The reporter commented: the patient had performed previously a procedure to remove the essure because it caused unspecified pain. By patients request, the product was removed. For 1 or 2 years, the patient continued with malaises and a laparoscopy with bilateral salpingectomy was performed to remove metallic essure remains. During this surgery, a severe intestinal perforation occurred and patient died. The patient´s husband reported that, in 2016, the patient started to present abdominal problems and severe pain; therefore, when the patient advised about another woman affected, she decided to remove the product; the product removal was performed in (B)(6) 2018 through a hysterectomy. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018, when she passed away after a multiple-organ dysfunction that evolved into established and refractory multiple-organ failure. 01-dec-2018: additional information included that the patient was sedated and in induced coma. The reporter commented that the patient´s death is related directly with the removal device attempt, because if the product would not have caused problems or not had been inserted, the patient´s death would not have occurred. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2020: literature case. Full text article received. On 8-jul-2020: literature case. Fu received. Non-significant fu information added. A 48-year-old female patient who had a fallopian tube occlusion insert (essure) underwent a first surgery for device removal due to pain and other events. One or 2 years later, she underwent a second intervention for the removal of insert remnants (interpreted as device breakage), whereupon a severe intestinal perforation occurred, followed by infection in the blood, bacteria infection through the mucus of the throat, peritonitis, lungs, heart and kidneys very fragile, and ovary very adhered to a wall. The causes of death were "severe intestinal perforation / colon perforated¿ occurring during surgery, complicated by "multi-organ dysfunction / refractory multiorgan failure". Pelvic or lower abdominal pain of varying intensity and duration may occur after essure insertion, hence a causality for pain cannot be excluded (related). Regarding device breakage, the exact date and mechanisms of this event are unknown, hence it cannot be established if the breakage was spontaneous or if it occurred during the first attempt of device removal. In spite of the limited information, an inherent causality of the device for this event cannot be excluded (related). The intestinal perforation and the subsequent events were considered complications of the laparoscopic procedure and therefore not caused by the essure device (unrelated). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of fatal procedural intestinal perforation ('severe intestinal perforation (during laparoscopy) / colon perforated'), fatal multiple organ dysfunction syndrome ('multi-organ dysfunction / refractory multiorgan failure'), sepsis ('infection in the blood'), pharyngitis bacterial ('bacteria infection thorugh the mucus of the throat'), peritonitis ('peritonitis'), lung disorder ('lungs, heart and kidneys very fragile'), cardiac disorder ('lungs, heart and kidneys very fragile'), nephropathy ('lungs, heart and kidneys very fragile'), pelvic pain ('unspecified pains/ pain'), device breakage ('metallic remains'), ovarian adhesion ('ovary very adhered to a wall') and malaise ('malaises') in a 48-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included obesity. In 2010, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("severe stomachache"). On an unknown date, the patient experienced procedural intestinal perforation (seriousness criteria death and hospitalization), multiple organ dysfunction syndrome (seriousness criteria death and hospitalization), sepsis (seriousness criteria hospitalization and medically significant), pharyngitis bacterial (seriousness criteria hospitalization and medically significant), peritonitis (seriousness criteria hospitalization and medically significant), lung disorder (seriousness criteria hospitalization and medically significant), cardiac disorder (seriousness criteria hospitalization and medically significant), nephropathy (seriousness criteria hospitalization and medically significant), device breakage (seriousness criteria medically significant and intervention required), ovarian adhesion (seriousness criterion medically significant), malaise (seriousness criterion medically significant), complication of device removal ("metallic essure remains (from first surgery)"), headache ("tremendous headaches"), fluid retention ("fluid retention"), menstrual disorder ("unstable menstrual cycle"), renal pain ("severe kidney pain"), back pain ("severe back pain") and aphasia ("she could not speak"). The patient was treated with surgery (unspecified intervention required, hysterectomy, laparoscopy/bilateral total salpingectomy to remove metallic essure remains (second time) and underwent to a bilateral total salpingectomy to remove metallic essure remains (second time)). Essure was removed in february 2018. By the time of death, the sepsis, pharyngitis bacterial, peritonitis, lung disorder, cardiac disorder, nephropathy, pelvic pain, device breakage, complication of device removal, abdominal pain upper, headache, fluid retention, menstrual disorder, renal pain, back pain and aphasia outcome was unknown and the malaise had not resolved. The patient died on (B)(6) 2018 and the reported cause of death was procedural intestinal perforation and multiple organ dysfunction syndrome. The reporter provided no causality assessment for complication of device removal, device breakage, malaise and pelvic pain with essure. The reporter considered abdominal pain upper, aphasia, back pain, cardiac disorder, fluid retention, headache, lung disorder, menstrual disorder, multiple organ dysfunction syndrome, nephropathy, ovarian adhesion, peritonitis, pharyngitis bacterial, procedural intestinal perforation, renal pain and sepsis to be related to essure. The reporter commented: the patient had performed previously a procedure to remove the essure because it caused unspecified pain. By patients request, the product was removed. For 1 or 2 years, the patient continued with malaises and a laparoscopy with bilateral salpingectomy was performed to remove metallic essure remains. During this surgery, a severe intestinal perforation occurred and patient died. The patient´s husband reported that, in 2016, the patient started to present abdominal problems and severe pain; therefore, when the patient advised about another woman affected, she decided to remove the product; the product removal was performed in feb-2018 through a hysterectomy. The patient was hospitalized from feb-2018 to 03-may-2018, when she passed away after a multiple-organ dysfunction that evolved into established and refractory multiple-organ failure. 01-dec-2018: additional information included that the patient was sedated and in induced coma. The reporter commented that the patient´s death is related directly with the removal device attempt, because if the product would not have caused problems or not had been inserted, the patient´s death would not have occurred. Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 16-jun-2020: literature case. Full text article received. On 8-jul-2020: literature case. Fu received. Non-significant fu information added. A 48-year-old female patient who had a fallopian tube occlusion insert (essure) underwent a first surgery for device removal due to pain and other events. One or 2 years later, she underwent a second intervention for the removal of insert remnants (interpreted as device breakage), whereupon a severe intestinal perforation occurred, followed by infection in the blood, bacteria infection through the mucus of the throat, peritonitis, lungs, heart and kidneys very fragile, and ovary very adhered to a wall. The causes of death were "severe intestinal perforation / colon perforated¿ occurring during surgery, complicated by "multi-organ dysfunction / refractory multiorgan failure". Pelvic or lower abdominal pain of varying intensity and duration may occur after essure insertion, hence a causality for pain cannot be excluded (related). Regarding device breakage, the exact date and mechanisms of this event are unknown, hence it cannot be established if the breakage was spontaneous or if it occurred during the first attempt of device removal. In spite of the limited information, an inherent causality of the device for this event cannot be excluded (related). The intestinal perforation and the subsequent events were considered complications of the laparoscopic procedure and therefore not caused by the essure device (unrelated). No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case describes the occurrence of fatal procedural intestinal perforation ('severe intestinal perforation (during laparoscopy) / colon perforated'), fatal multiple organ dysfunction syndrome ('multi-organ dysfunction / refractory multiorgan failure'), sepsis ('infection in the blood'), pharyngitis bacterial ('bacteria infection thorugh the mucus of the throat'), peritonitis ('peritonitis'), lung disorder ('lungs, heart and kidneys very fragile'), cardiac disorder ('lungs, heart and kidneys very fragile'), nephropathy ('lungs, heart and kidneys very fragile'), pelvic pain ('unspecified pains/ pain'), device breakage ('metallic remains'), ovarian adhesion ('ovary very adhered to a wall') and malaise ('malaises') in a 48-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included obesity. In 2010, the patient had essure inserted. In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("severe stomachache"). On an unknown date, the patient experienced procedural intestinal perforation (seriousness criteria death and hospitalization), multiple organ dysfunction syndrome (seriousness criteria death and hospitalization), sepsis (seriousness criteria hospitalization and medically significant), pharyngitis bacterial (seriousness criteria hospitalization and medically significant), peritonitis (seriousness criteria hospitalization and medically significant), lung disorder (seriousness criteria hospitalization and medically significant), cardiac disorder (seriousness criteria hospitalization and medically significant), nephropathy (seriousness criteria hospitalization and medically significant), device breakage (seriousness criteria medically significant and intervention required), ovarian adhesion (seriousness criterion medically significant), malaise (seriousness criterion medically significant), complication of device removal ("metallic essure remains (from first surgery)"), headache ("tremendous headaches"), fluid retention ("fluid retention"), menstrual disorder ("unstable menstrual cycle"), renal pain ("severe kidney pain"), back pain ("severe back pain") and aphasia ("she could not speak"). The patient was treated with surgery (unspecified intervention required, hysterectomy, laparoscopy/bilateral total salpingectomy to remove metallic essure remains (second time) and underwent to a bilateral total salpingectomy to remove metallic essure remains (second time)). Essure was removed in february 2018. By the time of death, the sepsis, pharyngitis bacterial, peritonitis, lung disorder, cardiac disorder, nephropathy, pelvic pain, device breakage, complication of device removal, abdominal pain upper, headache, fluid retention, menstrual disorder, renal pain, back pain and aphasia outcome was unknown and the malaise had not resolved. The patient died on (B)(6) 2018 and the reported cause of death was procedural intestinal perforation and multiple organ dysfunction syndrome. The reporter provided no causality assessment for complication of device removal, device breakage, malaise and pelvic pain with essure. The reporter considered abdominal pain upper, aphasia, back pain, cardiac disorder, fluid retention, headache, lung disorder, menstrual disorder, multiple organ dysfunction syndrome, nephropathy, ovarian adhesion, peritonitis, pharyngitis bacterial, procedural intestinal perforation, renal pain and sepsis to be related to essure. The reporter commented: the patient had performed previously a procedure to remove the essure because it caused unspecified pain. By patients request, the product was removed. For 1 or 2 years, the patient continued with malaises and a laparoscopy with bilateral salpingectomy was performed to remove metallic essure remains. During this surgery, a severe intestinal perforation occurred and patient died. The patient´s husband reported that, in 2016, the patient started to present abdominal problems and severe pain; therefore, when the patient advised about another woman affected, she decided to remove the product; the product removal was performed in feb-2018 through a hysterectomy. The patient was hospitalized from feb-2018 to 03-may-2018, when she passed away after a multiple-organ dysfunction that evolved into established and refractory multiple-organ failure. 01-dec-2018: additional information included that the patient was sedated and in induced coma. The reporter commented that the patient´s death is related directly with the removal device attempt, because if the product would not have caused problems or not had been inserted, the patient´s death would not have occurred. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the reporter is not possible. Most recent follow-up information incorporated above includes: on 14-oct-2020: quality-safety evaluation of ptc. A 48-year-old female patient who had a fallopian tube occlusion insert (essure) underwent a first surgery for device removal due to pain and other events. One or 2 years later, she underwent a second intervention for the removal of insert remnants (interpreted as device breakage), whereupon a severe intestinal perforation occurred, followed by infection in the blood, bacteria infection through the mucus of the throat, peritonitis, lungs, heart and kidneys very fragile, and ovary very adhered to a wall. The causes of death were "severe intestinal perforation / colon perforated¿ occurring during surgery, complicated by "multi-organ dysfunction / refractory multiorgan failure". Pelvic or lower abdominal pain of varying intensity and duration may occur after essure insertion, hence a causality for pain cannot be excluded (related). Regarding device breakage, the exact date and mechanisms of this event are unknown, hence it cannot be established if the breakage was spontaneous or if it occurred during the first attempt of device removal. In spite of the limited information, an inherent causality of the device for this event cannot be excluded (related). The intestinal perforation and the subsequent events were considered complications of the laparoscopic procedure and therefore not caused by the essure device (unrelated). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case through social media describes the occurrence of fatal procedural intestinal perforation ("severe intestinal perforation (during laparoscopy) / colon perforated"), fatal multiple organ dysfunction syndrome ("multi-organ dysfunction / refractory multiorgan failure"), haematological infection ("infection in the blood"), pharyngitis bacterial ("bacteria infection thorugh the mucus of the throat"), peritonitis ("peritonitis"), lung disorder ("lungs, heart and kidneys very fragile"), cardiac disorder ("lungs, heart and kidneys very fragile"), nephropathy ("lungs, heart and kidneys very fragile"), pelvic pain ("unspecified pains/ pain"), device breakage ("metallic remains"), ovarian adhesion ("ovary very adhered to a wall") and malaise ("malaises") in a 48 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("metallic essure remains (from first surgery)"). The patient had a medical history of parity 2. As concurrent condition the report mentioned obesity. In 2010, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criteria medically important and intervention required) and abdominal pain upper ("severe stomachache"). Essure was removed in (B)(6) 2018. On unknown date she experienced procedural intestinal perforation (seriousness criteria death and hospitalisation), multiple organ dysfunction syndrome (seriousness criteria death and hospitalisation), haematological infection (seriousness criteria hospitalisation and medically important), pharyngitis bacterial (seriousness criteria hospitalisation and medically important), peritonitis (seriousness criteria hospitalisation and medically important), lung disorder (seriousness criteria hospitalisation and medically important), cardiac disorder (seriousness criteria hospitalisation and medically important), nephropathy (seriousness criteria hospitalisation and medically important), device breakage (seriousness criteria medically important and intervention required), ovarian adhesion (seriousness criterion medically important), malaise (seriousness criterion medically important), headache ("tremendous headaches / tremendous headaches"), fluid retention ("fluid retention"), menstrual disorder ("unstable menstrual cycle"), renal pain ("severe kidney pain"), back pain ("severe back pain"), aphasia ("she could not speak"), heavy menstrual bleeding ("menstrual cycle that either was absent for two months or which would not cease for over two weeks.") And menstruation delayed ("menstrual delayed"). The patient was treated with surgery (hysterectomy, laparoscopy/bilateral total salpingectomy to remove metallic essure remains (second time), unspecified intervention required and underwent to a bilateral total salpingectomy to remove metallic essure remains (second time)). The patient died on 03-may-2018 and the reported causes of death were procedural intestinal perforation and multiple organ dysfunction syndrome. By the time of death, the malaise had not resolved. The outcomes for haematological infection, pharyngitis bacterial, peritonitis, lung disorder, cardiac disorder, nephropathy, pelvic pain, device breakage, abdominal pain upper, headache, fluid retention, menstrual disorder, renal pain, back pain, aphasia, heavy menstrual bleeding and menstruation delayed were unknown. The reporter considered abdominal pain upper, aphasia, back pain, cardiac disorder, fluid retention, haematological infection, headache, heavy menstrual bleeding, lung disorder, menstrual disorder, menstruation delayed, multiple organ dysfunction syndrome, nephropathy, ovarian adhesion, peritonitis, pharyngitis bacterial, procedural intestinal perforation and renal pain to be related to essure administration. No causality assessment was received for essure with regard to device breakage, pelvic pain or malaise. The reporter commented: the patient had performed previously a procedure to remove the essure because it caused unspecified pain. By patients request, the product was removed. For 1 or 2 years, the patient continued with malaises and a laparoscopy with bilateral salpingectomy was performed to remove metallic essure remains. During this surgery, a severe intestinal perforation occurred and patient died. The patient´s husband reported that, in 2016, the patient started to present abdominal problems and severe pain; therefore, when the patient advised about another woman affected, she decided to remove the product; the product removal was performed in 2018 through a hysterectomy. The patient was hospitalized from (B)(6) 2018, when she passed away after a multiple-organ dysfunction that evolved into established and refractory multiple-organ failure. 01-dec-2018: additional information included that the patient was sedated and in induced coma. The reporter commented that the patient´s death is related directly with the removal device attempt, because if the product would not have caused problems or not had been inserted, the patient´s death would not have occurred. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 03-jun-2024: upon internal verification argus cases (B)(4) are found to be duplicate of each other, therefore case (B)(4) needs to be nullified from argus database. All source documents, references, events & reporters were transferred retention case. (Legacy device number 2951250-2024-00329). Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case through social media describes the occurrence of fatal procedural intestinal perforation ("severe intestinal perforation (during laparoscopy) / colon perforated"), fatal multiple organ dysfunction syndrome ("multi-organ dysfunction / refractory multiorgan failure"), haematological infection ("infection in the blood"), pharyngitis bacterial ("bacteria infection thorugh the mucus of the throat"), peritonitis ("peritonitis"), lung disorder ("lungs, heart and kidneys very fragile"), cardiac disorder ("lungs, heart and kidneys very fragile"), nephropathy ("lungs, heart and kidneys very fragile"), pelvic pain ("unspecified pains/ pain"), device breakage ("metallic remains"), ovarian adhesion ("ovary very adhered to a wall") and malaise ("malaises") in a 48 year-old female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: contraceptive device removal incomplete ("metallic essure remains (from first surgery)"). The patient had a medical history of parity 2. As concurrent condition the report mentioned obesity. In 2010, the patient had essure inserted. In 2016 she experienced pelvic pain (seriousness criteria medically important and intervention required) and abdominal pain upper ("severe stomachache"). Essure was removed in (B)(6) 2018. On unknown date she experienced procedural intestinal perforation (seriousness criteria death and hospitalisation), multiple organ dysfunction syndrome (seriousness criteria death and hospitalisation), haematological infection (seriousness criteria hospitalisation and medically important), pharyngitis bacterial (seriousness criteria hospitalisation and medically important), peritonitis (seriousness criteria hospitalisation and medically important), lung disorder (seriousness criteria hospitalisation and medically important), cardiac disorder (seriousness criteria hospitalisation and medically important), nephropathy (seriousness criteria hospitalisation and medically important), device breakage (seriousness criteria medically important and intervention required), ovarian adhesion (seriousness criterion medically important), malaise (seriousness criterion medically important), headache ("tremendous headaches / tremendous headaches"), fluid retention ("fluid retention"), menstrual disorder ("unstable menstrual cycle"), renal pain ("severe kidney pain"), back pain ("severe back pain"), aphasia ("she could not speak"), heavy menstrual bleeding ("menstrual cycle that either was absent for two months or which would not cease for over two weeks.") And menstruation delayed ("menstrual delayed"). The patient was treated with surgery (hysterectomy, laparoscopy/bilateral total salpingectomy to remove metallic essure remains (second time), unspecified intervention required and underwent to a bilateral total salpingectomy to remove metallic essure remains (second time)). The patient died on (B)(6) 2018 and the reported causes of death were procedural intestinal perforation and multiple organ dysfunction syndrome. By the time of death, the malaise had not resolved. The outcomes for haematological infection, pharyngitis bacterial, peritonitis, lung disorder, cardiac disorder, nephropathy, pelvic pain, device breakage, abdominal pain upper, headache, fluid retention, menstrual disorder, renal pain, back pain, aphasia, heavy menstrual bleeding and menstruation delayed were unknown. The reporter considered abdominal pain upper, aphasia, back pain, cardiac disorder, fluid retention, haematological infection, headache, heavy menstrual bleeding, lung disorder, menstrual disorder, menstruation delayed, multiple organ dysfunction syndrome, nephropathy, ovarian adhesion, peritonitis, pharyngitis bacterial, procedural intestinal perforation and renal pain to be related to essure administration. No causality assessment was received for essure with regard to device breakage, pelvic pain or malaise. The reporter commented: the patient had performed previously a procedure to remove the essure because it caused unspecified pain. By patients request, the product was removed. For 1 or 2 years, the patient continued with malaises and a laparoscopy with bilateral salpingectomy was performed to remove metallic essure remains. During this surgery, a severe intestinal perforation occurred and patient died. The patient´s husband reported that, in 2016, the patient started to present abdominal problems and severe pain; therefore, when the patient advised about another woman affected, she decided to remove the product; the product removal was performed in (B)(6) 2018 through a hysterectomy. The patient was hospitalized from (B)(6) 2018 to (B)(6) 2018, when she passed away after a multiple-organ dysfunction that evolved into established and refractory multiple-organ failure. 01-dec-2018: additional information included that the patient was sedated and in induced coma. The reporter commented that the patient´s death is related directly with the removal device attempt, because if the product would not have caused problems or not had been inserted, the patient´s death would not have occurred. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the following amendment was made: the incident category and company causality for some events have been amended. No new follow-up information was received from the reporter. Further company follow-up with the reporter is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other and describes the occurrence of fatal procedural intestinal perforation ("severe intestinal perforation (during laparoscopy) / colon perforated"), fatal multiple organ dysfunction syndrome ("multi-organ dysfunction / refractory multiorgan failure"), sepsis ("infection in the blood"), pharyngitis bacterial ("bacteria infection through the mucus of the throat"), peritonitis ("peritonitis"), lung disorder ("lungs, heart and kidneys very fragile"), cardiac disorder ("lungs, heart and kidneys very fragile"), nephropathy ("lungs, heart and kidneys very fragile"), pain ("unspecified pains/ pain"), device breakage ("metallic remains"), malaise ("malaises") and ovarian adhesion ("ovary very adhered to a wall") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. Concurrent conditions included obesity. In 2010, the patient had essure inserted. In 2016, the patient experienced pain (seriousness criteria medically significant and intervention required) and abdominal pain upper ("severe stomachache"). On unknown date he patient underwent surgery to remove essure and experienced complication of device removal ("metallic essure remains (from first surgery)") and device breakage (seriousness criteria medically significant and intervention required). Patient continued to experience malaise (seriousness criterion medically significant) and after one or two years she decided to have essure removed and underwent a hysterectomy, laparoscopy/bilateral total salpingectomy to remove metallic essure remains (second time). Essure was removed in (B)(6) 2018. She experienced procedural intestinal perforation (seriousness criteria death and hospitalization), multiple organ dysfunction syndrome (seriousness criteria death and hospitalization), sepsis (seriousness criteria hospitalization and medically significant), pharyngitis bacterial (seriousness criteria hospitalization and medically significant), peritonitis (seriousness criteria hospitalization and medically significant), lung disorder (seriousness criteria hospitalization and medically significant), cardiac disorder (seriousness criteria hospitalization and medically significant), nephropathy (seriousness criteria hospitalization and medically significant) and ovarian adhesion (seriousness criterion medically significant). On unknown date patient experienced headache ("tremendous headaches"), fluid retention ("fluid retention"), menstrual disorder ("unstable menstrual cycle"), renal pain ("severe kidney pain"), back pain ("severe back pain") and aphasia ("she could not speak"). By the time of death, the pharyngitis bacterial, peritonitis, lung disorder, cardiac disorder, nephropathy, pain, device breakage, complication of device removal, malaise, abdominal pain upper, headache, fluid retention, menstrual disorder, renal pain, back pain and aphasia outcome was unknown. The patient died on (B)(6) 2018 and the reported cause of death was procedural intestinal perforation and multiple organ dysfunction syndrome. The reporter provided no causality assessment for complication of device removal, device breakage, malaise and pain with essure. The reporter considered abdominal pain upper, aphasia, back pain, cardiac disorder, fluid retention, headache, lung disorder, menstrual disorder, multiple organ dysfunction syndrome, nephropathy, ovarian adhesion, peritonitis, pharyngitis bacterial, procedural intestinal perforation, renal pain and sepsis to be related to essure. The reporter commented: lt was reported that the patient had performed previously a procedure to remove the essure because it caused unspecified pain. By patients request, the product was removed. For 1 or 2 years, the patient continued with malaises and a laparoscopy with bilateral salpingectomy was performed to remove metallic essure remains. During this surgery, a severe intestinal perforation occurred and patient died. The patient¿s husband reported that in 2016, the patient started to present abdominal problems and severe pain; therefore, when the patient advised about another woman affected, she decided to remove the product; the product removal was performed in (B)(6) 2018 through a hysterectomy. Further company follow-up with the other is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: report received from la sexta, by reporter's husband. The reporter information was updated. Date and causes of death updated. Events added: severe stomachache, tremendous headaches, fluid retention, unstable menstrual cycle, ovary very adhered to a wall, severe back pain, severe kidney pain, colon perforated, infection in the blood, peritonitis, lungs, heart and kidneys very fragile, she could not speak, bacteria infection through the mucus of the throat, multi-organ dysfunction, refractory multiorgan failure. On (B)(6) 2018: report received from laypress cordopolis. Patient was (B)(6) when she died, patient¿s husband commented bout the endless surgeries that she had to undergo. No additional information provided. On (B)(6) 2018: report received from informativos la sexta noticias. Medical history and patient information updated. Reporter related death to essure complications. On (B)(6) 2018: the reporter information was updated. Report received from a laypress cordoba claims to the sas for the death of a cordovan due to essure in which the patient¿s husband reported that the product removal was performed in (B)(6) 2018 through a hysterectomy. Incident this (B)(6) female patient who had a fallopian tube occlusion insert (essure) underwent a first surgery for device removal due to pain and malaise. One or two years later, she underwent a laparoscopy with bilateral salpingectomy for removal of remaining parts of the insert (seen as device breakage). The patient also experienced infection in the blood, bacteria infection through the mucus of the throat, peritonitis, lungs, heart and kidneys very fragile and ovary very adhered to a wall. The patient died due to a severe intestinal perforation / colon perforated that occurred during the laparoscopic surgery and due to multi-organ dysfunction / refractory multiorgan failure. Device breakage and pain are anticipated, while the other events are unanticipated in the reference safety information for the fallopian tube occlusion insert. Pain of varying intensity and duration may occur and persist after essure insertion, although there is no information about the patients historical and concomitant conditions, causality cannot be excluded. Considering the local effect in the fallopian tubes of essure, malaise was considered unrelated to the device. In this case, the exact date and mechanism of the device breakage are unknown, but it may have occurred in the first surgery for removal. Considering the nature of the event, causality cannot be excluded. The intestinal perforation and the other events were considered a complication of the laparoscopic procedure and therefore not caused by the essure device (unrelated). This case was regarded as incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.